Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software, product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use as non-malignant pain. The patient reported the communicator could not be found by the handset. They tried powering off and on, tried closing all apps, confirmed location settings were on. While troubleshooting, the codes 338 (connection interrupted) and 389 (communication manager not started correctly) were seen on the a820 app. Eventually, the patient was able to connect to the pump, but the communicator sat on 90% for a long time before the connection was made. The patient stated she can pull out the pump with her hand and agent reviewed to hold or hover the communicator off the skin. They were going to try to replace the communicator to see if that helps with the issues. A email was sent to the repair department for a replacement device. No patient injury reported.